Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold and was unable to measure sensing and threshold by pacing system analyzer. The right ventricular lead was measured to check for a problem on the cable programmer and noted no problem. The physician decided to discontinue to use due to concerns about lead failure. A new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm the high capture thresholds, device sensing issue, and damaged device based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. Further, no problem detected was selected based on analysis of the returned product. Analysis found no evidence of device defect or anomaly outside the bounds of normal medical use.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold and was unable to measure sensing and threshold by pacing system analyzer. The right ventricular lead was measured to check for a problem on the cable programmer and noted no problem. The physician decided to discontinue to use due to concerns about lead failure. A new lead was placed. No adverse patient effects were reported.